Manufacturer narrative:
Method: device not returned; results: the manufacturing records could not be reviewed because no parts were provided and no lot numbers were provided. The construct was implanted for approximately 18 months and no fusion was achieved. The patient experienced a fall during this time. Conclusion: the root cause of the construct is patient non-union.

Event description:
It was reported that a patient had surgery to remove a broken screw that was implanted approx. One and a half years ago.

Event description:
It was reported that a patient had surgery to remove a broken screw that was implanted approx. One and a half years ago.